Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported emergency room visit, dislodged and bent cannula, and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had visited the emergency room with hyperglycemia. The patient's blood glucose levels reached around 600 mg/dl while wearing the pod longer than 48 hours. The mother of the patient stated that this likely occurred due to not changing the pod out immediately with a new pod. When the pod was removed from the infusion site (arm), the pod's cannula came out of the skin and was found bent. Symptoms reported include vomiting. The patient was treated with unspecified intravenous fluids. The patient was discharged the same day. The pod was removed and discarded at the emergency room.